Event description:
The PICC was inserted on (B) (6) 2008 and later broke. There was no harm to the patient.

Manufacturer narrative:
If a sample is provided, an investigation will be completed and a supplemental report submitted. (B) (4). (B) (4).